Event description:
It was reported to baxter's service center that a system error 2240 (air in tubing) and system error 2367 occurred on the homechoice (hc) during drain 2 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The patient line had not separated from the transfer set. The patient had not incorrectly initiated therapy prior to connecting. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the home patient (hp) cycle the power to clear the alarms and explained them. The hp would discard the supplies and finish with manuals. The tsr advised the hp to be sure to drain first when the hp started over. There was no obvious cause of the alarm. The hp would call his registered nurse regarding the alarm. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information becomes available a follow-up will be submitted.